Event description:
It was reported that during a surgical procedure the surgeon removed the diego blade from the pt's nose and found that the plastic coating shattered on the blade. The procedure was completed. The pt will be monitored for the next 6 months. No injuries to the pt was reported.

Manufacturer narrative:
Testing at the facility found that the temp rose above 105f, this is a cause of overheating. It was hard to check burs. The device was cleaned swivel with instrument milk, and it was tested. Device operates according to MFR specifications.